Manufacturer narrative:
Fifteen days from the onset of the peritonitis the antibiotic treatment was completed, the peritonitis was resolved and the patient was recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain and cloudy effluent. The patient was evaluated at the renal center; however, was not hospitalized for the event. On the same day as the onset, the patient began treatment with cefazolin (1 gm per day, given intraperitoneally) and amikacin (dose not reported, given every day intraperitoneally) for peritonitis. At the time of report, antibiotic treatments were ongoing and the patient was not yet recovered from peritonitis. Pd therapy was ongoing. No additional information is available.